Manufacturer narrative:
H6: investigation summary the customer returned a photo of the sample in the bag, which was helpful in verifying the material number. However, this could not verify the failure of set leaking or the lot number of the sample. A device history record review could not be performed on material 24301-0007t because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris low sorbing extension set leaked. The following information was provided by the initial reporter: patient notified rn of chemo leaking from texium filter tubing. Or doses where continued with the remaining fluid, with a clinical risk/benefit assessment for continuing with infusion.

Event description:
It was reported that the bd alaris low sorbing extension set leaked. The following information was provided by the initial reporter: patient notified rn of chemo leaking from texium filter tubing. Or doses where continued with the remaining fluid, with a clinical risk/benefit assessment for continuing with infusion.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The initial reporter also notified the FDA on 27-jan-2023. Medwatch report #mw5114407. Medical device expiration date: unknown device manufacture date: unknown.